Event description:
Emergency stop was activated (depressed) while gammaknife unit was in treatment positon, during a monthly qa procedure. When emergency stop button was pulled out and reset button depressed, gammaknife failed to move treatment couch out and close the treatment door. No pt was involved. Cause: relay associated with the emergency stop failed to disengage.